Event description:
Caller had lasik procedure done to correct near sightedness in 10/98. By 1/99, caller was diagnosed with having "posterior cataracts". Rptr has consulted with three eye doctors regarding the treatment for the cataracts. She stated that she will have to have them "removed" and have "implants" placed. Rptr states that her ophthalmologist discussed this condition with the surgeon who performed the lasik. The rptr has reason to believe that the surgeon has seen other cases similar to the rptr's. The caller is reporting this event because she feels that there may be a correlation between the procedure and her recent development of cataracts. She wanted to make FDA aware of this possible correlation.